Event description:
The complainant reported that the clinicians were performing a placehit wallstent biliary endoprosthesis procedure on a patient (age, gender and weight unknown) in 2005. During the procedure a guidewire was inserted after cannulation. The wallstent was inserted into the biliary tract along with the guidewire, but when releasing the stent, it was unable to retrace the outer sheath. The device was then removed from the scope. Upon examination of the stent it was found that the tip of the edge of the stent was perforated through the outer shell. The complainant indicated that the patient's condition was good. There was no indication from the complainant of any adverse affect on the patient as a result of the reported malfunction.

Manufacturer narrative:
A device history records review for this lot was performed; no anomalies were noted. A search of the complaint database revealed no additional complaints for lot number 0007981715. Upon the initial inspection of the returned device the stent was found fully mounted to the device and the catheter was kinked at various locations along its length. A functional check of the device as performed. During the analysis an attempt was made to retract the outer shel restriction occurred. A visual and microscopic examination of the device was performed, which found that a distal stent wire had perforated the outer sheath at approximately 4mm proximal to its distal end in addition the shaft was dissected and the inner lumen was withdrawn the stent was then deployed, it was then noted tha the distal stent wires were uncrossed. On dissection of the shaft, withdrawal of the inner lumen and deployment of the stent, it was noted that the distal stent wires were uncrossed. In conclusion, the product analysis confirmed that the stent could not be successfully deployed from the returned unit. Visual examination found that a distal strut wire of the stent was protruding out through the clear outer sheath. As a result of this stent deployment was not possible. The exact cause of the perforation of the stent wire through the outer sheath iwas unable to be determined.